Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed however, a definitive cause has not been determined as of this report. During the device evaluation it was observed that the scope had a lack of insulation on the insertion tube (3 ohms). Additionally, it was also observed that the glue of the bending section cover was peeling. Upon further inspection, it was observed that the nozzle was clogged due to incorrect or insufficient reprocessing of the scope. As a result of this finding, no air or water supply was observed. It was observed that the control knob play movement was loose in the right-left position. It was also observed that the distal end plastic cover contained blunt scratches. It was lastly observed that the light guide lens had one minor edge tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope failed the leak test. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.